Manufacturer narrative:
The returned product analysis is not complete as of this date.

Event description:
During a ptca procedure, in a left main lesion, the distal tip of the pt2 moderate support 185 cm str guide wire fractured inside of the pt. The physician used multiple wires and balloon during this procedure. However, while removing the pt2 moderate support guide wire, the distal tip separated and lodged in the distal end of a small vessel. The physician was unable to retrieve the tip and it remains in the pt. Pt status is listed as "fine".